Event description:
Pt was admitted to the ed with ami and on a heparin drip from a previous hospital. During the ambulance transfer, the ambulance crew added an additional alaris tubing to the already existing primary alaris infusion set. The pre-existing alaris tubing did not fit into the smaller alaris pump on the ambulance. After she arrived in the ed, the ambulance crew took the tubing out of the pump and clamped the tubing with the clamp used on the set they added. On arrival the pt had 23,000 units of heparin in 230 ml. After she was in the ed, the nurse was getting orders to resume the heparin and look for an alaris pump. When she arrived back to the room, the bag was empty and clamp was open. The heparin had free flowed into the pt. She received a 23,000 unit over infusion. I picked up the tubing and will send it back to carefusion. Reason for use: heparin drip running at 10 ml/hr = 1,000 units per hour.